Event description:
Healthcare professional, initially reported, left side deflation. And later noted, "leaky valve". Healthcare professional, also noted, "damage caused by explant surgery" and "cut from scissors along edge to drain water". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/use error: observed an opening assessed, as surgical damage per rga. Valve leak and/or damage: observed, a delamination total of the valve (adhesive failure). As per the investigation procedure: were creases, particles and wear abrasion completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional initially reported left side deflation and later noted "leaky valve". Healthcare professional also noted "damage caused by explant surgery" and "cut from scissors along edge to drain water." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; "leaky valve".